Event description:
Surgeon used the electrode for about 45 mins without incident. After a re-insertion, the ceramic broke off and the electrode coils bent. The surgeon had to retrieve the broken ceramic piece. Surgeon completed the surgery with a new electrode of the same lot without incident.